Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('backaches that wake me up at night') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy periods"), dysmenorrhoea ("painful periods"), groin pain ("regular groin pain"), hypersensitivity ("hypersensitivity"), headache ("headaches"), iron deficiency anaemia ("iron deficiency anaemia"), hypertension ("hypertension"), palpitations ("heart palpitations"), dyspnoea ("breathlessness"), fatigue ("fatigue") and depressive symptom ("depressive-like symptoms") with irritability, depressed mood, mood altered and tearfulness. Essure treatment was not changed. At the time of the report, the back pain, heavy menstrual bleeding, dysmenorrhoea, groin pain, hypersensitivity, headache, iron deficiency anaemia, hypertension, palpitations, dyspnoea and fatigue had not resolved. The reporter provided no causality assessment for back pain, depressive symptom, dysmenorrhoea, dyspnoea, fatigue, groin pain, headache, heavy menstrual bleeding, hypersensitivity, hypertension, iron deficiency anaemia and palpitations with essure. The reporter commented: events started in 2017 and continue until today. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2110984) on 09-jun-2021. The most recent information was received on 21-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('backaches that wake me up at night') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy periods"), dysmenorrhoea ("painful periods"), groin pain ("regular groin pain"), hypersensitivity ("hypersensitivity"), headache ("headaches"), iron deficiency anaemia ("iron deficiency anaemia"), hypertension ("hypertension"), palpitations ("heart palpitations"), dyspnoea ("breathlessness"), fatigue ("fatigue") and depressive symptom ("depressive-like symptoms") with irritability, depressed mood, mood swings and tearfulness. Essure treatment was not changed. At the time of the report, the back pain, heavy menstrual bleeding, dysmenorrhoea, groin pain, hypersensitivity, headache, iron deficiency anaemia, hypertension, palpitations, dyspnoea and fatigue had not resolved. The reporter provided no causality assessment for back pain, depressive symptom, dysmenorrhoea, dyspnoea, fatigue, groin pain, headache, heavy menstrual bleeding, hypersensitivity, hypertension, iron deficiency anaemia and palpitations with essure. The reporter commented: events started in 2017 and continue until today. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.